Event description:
It was reported that a device fracture occurred. A direction? Fathom?-16 system was selected for a coiling procedure. During the procedure while crossing, the microcatheter was difficult to advance and fractured. The device was removed from the patient in one piece. The procedure was completed using an alternate method. There were no patient complications as a result of this event.

Manufacturer narrative:
E1: initial reporter phone- (B)(6). G3: premarket/510(k)- k142259, k163701. Investigation results: device history records review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a review of the direxion? Fathom? -16 system confirmed that the reported event is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.